Manufacturer narrative:
Medtronic received additional information that approximately 9 years post implant of the bioprosthetic valve, it was replaced due to a hole in a leaflet that caused mitral regurgitation. No additional adverse patient effects were reported. A2: patient age at event added. D1: brand name updated. D2: product code updated. D4: model # updated. D6: implanted date added ('year valid' only) h6: coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all leaflets were slightly twisted and in the closed position. All leaflets were slightly stiff but flexible except where striations in the leaflet appear thickened, possibly due to the implant duration and/or host tissue infiltration. Multiple tears were observed on the right cusp along the base stitching of the margin of attachment. Tears appeared to be associated with restricted leaflet movement due to adhered host tissue along the outflow. Thick, discolored tissue and/or striations in the belly of the right cusp appear to be associated with host tissue infiltration. All commissures appeared intact. Glistening tan pannus remained attached along the sewing ring adjacent to the left and non-coronary cusps. Remnant tan pannus was noted at the back of the right/left stent post and the left and right outflow rails. An unknown amount of pannus may have been removed during explant. Radiography shows no evidence of calcification on the valve. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information from the returned valve, the damage to the valve is most likely due to the pannus growth which may have extended into the valve functional area. The continual rubbing of the leaflet would cause striations and holes in the valve material, causing the regurgitation. Pannus growth is often considered a patient-related condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The device has been returned but analysis has not yet begun. At the completion of the analysis a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this bioprosthetic aortic valve, it was explanted and replaced with a non-medtronic device. The reason for replacement was not reported. No additional adverse patient effects were reported.